Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device associated with the event was not returned for investigation.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under her breasts and on her sides. The patient reported that she was given a garment that was too large which contributed to the irritation. The patient was using cortisone cream and was issued a smaller garment size. Follow up indicated that the irritation was improving, but the patient's nurse instructed the patient to remove the lifevest until a physician could examine the area. The final medical outcome is unknown.